Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket erosion. The implantable pulse generator (ipg) was removed and the right atrial (ra) lead and the right ventricular (rv) lead were cut and partially removed. The ipg system will be replaced in the future. No further patient complications have been reported as a result of this event.